Event description:
It was reported that shaft break occurred. The target lesion was located in the left heart vessel. The 3.00mm x 15mm emerge balloon catheter was selected to dilate the lesion. However, the mid shaft of the balloon catheter was broken when it was advanced into an unspecified guide catheter. The break occurred on the portion of the catheter that had not entered the guide catheter yet. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of an emerge balloon catheter with an emerge shelf box and product pouch. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the hub and inflation lumen. The balloon was tightly folded. There was a complete hypotube separation 74cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left heart vessel. The 3.00mm x 15mm emerge balloon catheter was selected to dilate the lesion. However, the mid shaft of the balloon catheter was broken when it was advanced into an unspecified guide catheter. The break occurred on the portion of the catheter that had not entered the guide catheter yet. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).